Event description:
The technician alleged the brake casters swivel around when bed is leaned on while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters, hex rods and screws to resolve the issue.